Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced extended and frequent ipg charging. Inadequate stimulation was also reported despite of reprogramming attempt. Database analysis of the battery discharge revealed no anomalies. The charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The impedance measurements revealed high values on port d(5 contacts). The patient underwent an explant procedure and the explanted device will not be returned.